Manufacturer narrative:
(B)(6).

Event description:
It was reported the guidewire was difficult to remove. An amplatz super stiff guidewire was selected for use in an unspecified procedure. During the procedure the wire split and was difficult to remove through an unknown drainage catheter. The procedure was completed with a new device, same model. No information is available regarding the patient status post-procedure.